Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.